Event description:
Reporter alleged obtaining discrepant blood glucose values of 512 mg/dl back to back with a result of 69 mg/dl when testing was performed 1 minute apart on the aviva system. Reporter stated that on a different day, another comparative test of 588 mg/dl back to back with results of 200 mg/dl and 120 mg/dl were performed 2 minutes apart on the same system. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.